Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial lead exhibited loss of capture thus a new lead was used. No adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited loss of capture thus a new lead was used. No adverse patient effects were reported. It was additionally reported that the loss of capture was due to lead dislodgement.